Event description:
No additional information received from the customer.

Manufacturer narrative:
Additional information: h6, h11. This report is being supplemented to provide additional information based on the third-party testing results, the device evaluation, and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: the following is the result of culture test by the third-party labs, conducted by olympus. Sampling date: (B)(6) 2025, sampling from:air-water channel, suction biopsy channel flushings and brushings. Cfu:no growth, bacterial identification:n/a. Sampling date: (B)(6) 2025, sampling from:air-water channel, suction biopsy channel flushings and brushings. Cfu:no growth, bacterial identification:n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for the following: sampling date: (B)(6) 2025 sampling from: all channel cfu: 10-100 bacterial identification: escherichia coli sampling date: (B)(6) 2025 sampling from: suction channel cfu: 1-10 bacterial identification: enterococcus sp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.